Manufacturer narrative:
Return testing was not completed as returns were not available. A review of ticket trending did not identify any complaints that were similar for falsely increased sodium results. The trend review by the product list number found no trends related to this issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely increased sodium (na) result generated on the architect c16000 system on one patient. Results provided: initial = 160 (not reported out of the laboratory) / repeat = 136 (no units provided). No impact to patient management was reported.